Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedances, then most recently had measurements within normal limits. It was noted that the patient would be brought to their clinic for lead evaluation. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient was brought to their clinic for lead testing. Non-capture and out of range impedances of greater than 2,000 ohms were observed in the lv tip to lv ring, and lv ring to rv coil configurations. The configuration of lv tip to rv coil revealed impedances of approximately 500 ohms, and good pacing thresholds of 0.6v @ 0.5 milliseconds. It was noted that the patient had some phrenic nerve stimulation in this configuration, thus the pacing outputs were turned down to 2v @ 0.5 ms, which resolved the stimulation. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this lead was surgically abandoned during a routine device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.